Manufacturer narrative:
The returned device was evaluated and the cannula assembly was deployed. The downloaded data shows an 0x3d alarm was generated, indicating the step sensor was asserted before the wire was driven. Corrosion was observed on the printed circuit board (pcb) assembly. The battery stack was found to have insufficient voltage. Inspection of the fluid path found an external tear allowing fluid to leak out of the fluid path. The shelf mode current was measured to be out of specification. No other damages were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl). The pod was worn between 4 and 24 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.